Event description:
On 08/19/1998, the facility's or charge nurse informed the MFR via a faxed report of the following: on 08/12/1998, the surgeon implanted the device, but was unable to flush it. After numerous unsuccessful attempts the device was removed. The device was cleaned, reboxed and sent to the facility's purchasing department for return to the MFR for analysis. No further details were provided at this time.